Event description:
It was reported through literature that an asahi fielder xt guide wire, an asahi fielder xt-r guide wire, an asahi gaia next 2 guide wire and an asahi caravel microcatheter might have caused or contributed to vessel perforation and cardiac tamponade, requiring additional treatment. Interventional cardiology (2025) 17,s28: 714-718 title: case report on lad perforation during cto-pci sealed by coil embolization. [Excerpt]: case presentation: a 57-year-old man was referred to our united hospital with a 6-month history of intermittent compressive chest pain occurring both at rest and on exertion. His symptoms had progressively worsened over the previous 2 months despite receiving optimal medical therapy at the maximum tolerated doses. The patient had a 10 year history of hypertension but no relevant family history of cardiovascular disease. He had been on optimal medical therapy for coronary heart disease. On admission, his blood pressure was 120/80 mmhg, and his heart rate was 72 beats per minute. Electrocardiography (ECG) demonstrated nonspecific st-t wave changes in leads I, ii, iii, avf, and avl. Laboratory evaluation showed normal cardiac enzyme levels. Transthoracic echocardiography (tte) revealed a left ventricular ejection fraction (lvef) of 62% without regional wall motion abnormalities. Diagnostic coronary angiography (cag) demonstrated 90% stenosis in the left circumflex artery (lcx) and obtuse marginal branch 2 (om2), along with total occlusion of the proximal left anterior descending (lad) artery (figure 1a-figure 1c). The patient and his family declined coronary artery bypass graft (CABG) surgery; therefore, the primary treatment strategy was to attempt revascularization of the lad cto lesion. An antegrade approach was selected, with the right femoral artery used as the primary access route and the right radial artery used for additional support. The initial attempts were made using fielder xt, fielder xt-r, and gaia next 2 guide wires (figure 2a-figure 2c). However, the caravel microcatheter could not be advanced across the tight lesion. Therefore, predilatation was attempted using a 1.25 ?~ 10 mm balloon followed by a 2 ?~ 12 mm non-compliant (nc) balloon. Unfortunately, the wire was found to be in a false tract, which resulted in a type iii lad perforation with subsequent cardiac tamponade. Emergency pericardiocentesis was performed (figure 3a, figure 3b). The lad perforation was successfully sealed using 2 mm and 3 mm hilal coils (figure 4a-figure 4c). Following the procedure, the patient remained stable, and bedside echocardiography showed no remaining pericardial effusion. He was monitored in the coronary care unit (ccu), with the pericardial drain removed the next day. The patient was subsequently discharged in good health without any further complications. Fielder xt: MFR report#: 3003775027-2025-00253. Fielder xt-r: MFR report#: 3003775027-2025-00254. Caravel: mrf report#: 3003775027-2025-00256.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number as the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. The literature indicated no damage of the gaia next 2 guide wire. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria. Referring to known similar events, vessel perforation and cardiac tamponade were most likely associated with patient anatomy and procedural context. Therefore, although it was concluded that there was no anomaly in product quality, a possibility could not be completely ruled out that this guide wire might have caused or contributed to the vessel perforation. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~this guide wire must be used in an institution where emergency surgical operation can be performed immediately. If an emergency surgical operation is unavailable, in the worst case, life-threatening events may occur. ~use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunctions and adverse events] ~cardiac tamponade, ~vessel perforation, ~bleeding complications.